Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. Therefore, a physical investigation was not possible. The user reported and provided image contains information regarding catheter mechanical jam. After review of the provided images the reported malfunction cannot be confirmed. The user provided image shows that the helix of the catheter is broken. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the efficiency of the suction of the catheter was allegedly decreasing. It was further reported during an external flushing, there was allegedly thrombus at the head end of the catheter. Furthermore, it was reported that even after multiple attempts, the catheter allegedly cannot be flushed. The procedure was completed using another device. There was no reported patient injury.